Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the caller with the process. The malfunction code did not recur after the reset, allowing the customer to continue using the pump. Caller was advised to call back if the malfunction code recurs and acknowledged understanding.